Manufacturer narrative:
(B)(4)

Event description:
The customer's son stated they received questionable results from coaguchek xs meter serial (B)(4). He stated he retested on the same meter because he believed the first result was too high. He believed the lower result from the same meter or from the nurse's meter result was accurate. No treatment was provided based on these results. There was no allegation of an adverse event. The comparisons with the nurse's meter and comparisons on (B)(6) 2018 were performed within seven hours. All results were obtained with blood taken from a different finger for each test. The customer's therapeutic range was 2.0-3.0 inr. The customer was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors. No new medication, no illness, no diet change, and no bleeding or bruising. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The returned meter and test strips were tested with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification and all results were within acceptable range. Relevant retention test strips (lot 258638-22) were tested in comparison with the current master lot coaguchek xs pt test strip lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The returned meter mentioned in 1823260-2018-00500-00 was incorrect. The customer's meter serial number (B)(4) was received for investigation on (B)(6) 2018. The meter and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.4 inr, donor 2 inr: 2.9 inr. Donor 1 hct: 45%, donor 2 hct: 38%. Testing results: donor 1: retention meter with master lot strips: 2.4 inr, customer meter with master lot strips: 2.4 inr. Donor 2: retention meter with master lot strips: 2.9 inr, customer meter with master lot strips: 2.9 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification and all results were within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy.